Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Upon further assessment, it has been identified that the actual event was related to the broken auto infusion valve but not associated with broken cassette tubing set. The reported event does not meet the criteria for reportability as per applicable regulations. No further reports will be submitted under mfg. Report number: 1644019-2026-01525 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the cassette connection was broken when the tubing was moved lightly during vitrectomy surgery. The surgery was completed on the same day but unknown how it was completed. There was no patient contact with the suspect product. This report pertains to the first of the two cassettes involved for this complaint.